Event description:
It was reported by the hospital that the patient underwent a total hip arthroplasty in 2007 and subsequently was revised on (B)(6) 2013 due to an adverse reaction to metal debris. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - 2007 (exact date unknown). Manufacture date - unknown. This is 1 of 3 MDR reports submitted for the same event. See: 3002806535-2013-00282 / 284.